Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. Device was received with stuck motor error alarm loop during basal/bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. Motor was tested outside of the unit and passed. Device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. He changed the battery and after a few minutes, the motor error alarm occurred again during basal delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 110 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.